Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is 1 of 2 associated with (B)(4). It was reported that an intrafix advance small trial 25-40mm was received with rust in the inner tip. Another intrafix advance large sheath inserter 23mm was received with rust and metal shavings, and a ratchet handle with quick connect was received with metal shavings.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection revealed that the device had wear marks on the overall device surface and inner canula. Rust like traces could be observed at the distal end of the device both inside of the canula and on the outside. No additional anomalies could be observed. The overall complaint was confirmed as the observed condition of the intrfx adv - lg 23mm inserter would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause was traced to improper maintenance, cleaning, and sterilization, as well as debris and wear from previous procedures. As per the instructions for use, follow the instructions and warnings issued by the suppliers of any cleaning and disinfection agents and equipment used. Highly-alkaline conditions can damage products with aluminum parts. Complex devices, such as those with tubes, hinges, retractable features, mated surfaces, and textured surface finishes, require special attention during cleaning. Manual pre-cleaning of such device features is required before automated cleaning processing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.